Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated the cgm was displaying high while she was at work and passed out. The patient's co-workers took a finger stick and her bg was 24 mg/dl. The patient stated they regained consciousness after a couple minutes with help from her coworkers. There was no medication provided to the patient. She stated her coworkers waited for her to regain consciousness and loosened her belt to avoid constriction to reduce the chance of the patient fainting again. At the time of the report, the patient was still recovering from the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated they regained consciousness after a couple minutes with help from her coworkers. The co-workers treated the patient with glucagon that the patient carries with her.